Manufacturer narrative:
Tatum cottam, amit surve, daniel cottam, riley ward, walter medlin, bo neichoy, bleu schniederjan, sunil sharma, brian mooers, calista kee, and david daynes. "Short-term safety and complication profile of outpatient sadi-s: a comprehensive multicenter analysis." Obesity surgery (2025) 35:2698¿2705. Https://doi.org/10.1007/s11695-025-07944-z. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated outcomes of primary single-anastomosis duodeno-ileal bypass with sleeve gastrectomy (sadi-s) between may 2020 and january 2023. The duodenum was transected using a manual stapler or a competitor stapler with load selection based on patient factors. Anastomosis was performed with a stapler, hand-sewn, or hybrid technique. There were 327 patients in the study, and postoperative complications included a sleeve stricture, abdominal hematoma, and a leak at the gastroesophageal junction in the sleeve portion. Computed tomography was performed to identify hematoma and leak. Readmissions and reoperations were required to treat the sleeve stricture, hematoma, and leak. It was not specified if the manual stapler was used in any of these patients.